Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-aug-2018 with the following findings: during investigation, the pump was returned with corrosion in the battery compartment. The battery cap was not returned. The battery compartment was found to be cracked. A test cap was able to attach to the pump. The pump was unresponsive and there were no vibrations, no audible, and blank display. The pump history was unable to be downloaded. A leak test failed due to a battery compartment leak. The pump cover was removed and there was no further evidence of moisture found internally.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power and there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.